Event description:
It was reported that approximately four years after the implant procedure, this right atrial (ra) lead was explanted and replaced due to a loss of capture with noise caused by a lead fracture. The device is not expected to return. No additional adverse patient effects were reported.